Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the cartridge was leaking and that resistance was experienced during the fill process. Customer's blood glucose level ranged between 54-500 mg/dl. A syringe needle and cartridge change was performed resolving the issue.